Event description:
It has been reported to philips that there were no motorized c-arm movements possible and the table movements were limited. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. The field service engineer (fse) replaced the geometry module with tilt and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected system remotely and confirmed that motorized movement was not available in the c-arm. After reviewing log file rse found a button error. Om onsite service after some functional test fse found a faulty control room geo module tilt kit. The cause of the geo module defect confirmed by the supplier's part analysis. Fse replaced the control room geo module, after the replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.